Event description:
Following a percutaneous transluminal coronary angioplasty stent procedure, a physician attmepted to deploy an angio-seal device in a pt's rt groin. Visual and tactile confirmation of proper deployment characteristics were not obtained, therefore the device was removed in its entirety from the pt (per the instructions for use). Manual pressure was held in conjunction with the administration of 25 mg protamine sulfate, and hemostasis achieved. The pt was reportedly without sequelae imeediately following this event. As of 5/6/98, there has been no further report of complication or pt sequelae made to the MFR.